Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) fiber optic port was broken. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h3, h6 (type of investigation, investigation finding, component code, conclusion), h11. A getinge field service engineer (fse) evaluated the unit and found fiber optic connector cover door would not return to its original position. The fse replaced the upper panel assembly to correct the issue. All functional and safety checks have been performed to meet factory specifications.

Event description:
N/a.